Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow-up report will be submitted.

Event description:
Per customer's report: during icp monitoring it was noted that csf leaked. Changed the new sensor to complete.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found the internal catheter was broken inside the catheter. The catheter was received in a drainage tube. Due to the condition of the device as it was received, no functional testing could be performed. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.